Event description:
An impella cp was implanted via the femoral artery to support the 64 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the cp placement the patient was known to have suffered an out of hospital cardiac arrest and was being supported by inotropes/vasopressors and a vent for respiratory needs. The other medical history was not shared. The pump was explanted and replaced after under 2 hours due to positional issues. The pump was against the mitral apparatus. The team replaced the pump with a new pump which to date is still supporting the patient. The patient has survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem); d3( manufacturer fax); d4(catalog, serial); b1: ticked to capture malfunction problem. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was determined to be patient condition related to the patient¿s anatomy.